Manufacturer narrative:
Outcome of investigation pending. A final report will be submitted upon completion.

Event description:
An individual was being transferred from his bed using a c625 manual traverse lift and carry bar with strap part no. 413743 attached. As he was being lowered into a chair the strap broke away from the lift and the individual hit his head on a dresser as he fell to the floor.